Event description:
A report was received that the patient¿s ipg was not working properly. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Event description:
A report was received that the patient¿s ipg was not working properly. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited no sign of anomalies.

Event description:
A report was received that the patient¿s ipg was not working properly. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure. Device malfunction was suspected.